Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alternating current (ac) adapter had exposed wires from the plastic casing coming out of the connection. The ac adapter was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the controller ac adapter (cac401206) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device and visual evidence provided by the site revealed a missing clamp assembly, missing screws on the input power cord connector, and the input power cord connector was detached from the enclosure, resulting in exposed internal wires. The clamp assembly ensures that the ac power cord is secure in the adapter receptacle and cannot be pulled out. In addition, visual inspection revealed a detached cable wire from the input connector. Functional testing revealed that the controller ac adapter was unable to provide power to the test controller. Supplemental testing was performed, and the cable wire was re-soldered to the after the wire was repaired, the adapter was able to properly power the test controller. As a result, the reported cable damage event was confirmed. Based on the available information, the most likely root cause of the reported cable damage event, observed damaged cable wire, and observed missing components can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.